Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during port implant procedure, the hub of the introducer needle was allegedly cracked and saline solution leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the sixth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport MRI isp, one groshong catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, three catheter locks, one syringe, two guidewires in guidewire hoops, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and fracture as multiple cracks were noted on the introducer needle hub and further during functional evaluation leak was noted on the introducer needle hub upon infusion and air was noted within the syringe. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port implant procedure, the hub of the introducer needle was allegedly cracked and saline solution leaked. There was no reported patient injury.